Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included lisinopril. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia) very heavy clotty periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea I was constantly feeling like I was going to vomit"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs ") and headache ("headache "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pain, urinary tract infection, female sexual dysfunction, migraine, nausea, vaginal discharge, fatigue, weight increased, pelvic pain, bladder disorder, urinary tract disorder and headache outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013 and (B)(6) 2013. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2017: the container 'is labeled "left fallopian tube". Received in. Formalin is a purplish pink tortuous fallopian tube with a delicate unfused fimbriated end measuring 5.3 cm long with a diameter ranging from 0.5 to 0.6 cm. The container is labeled "right fallopian tube" . Received in formalin are two separate portions of purplish pink tortuous fallopian tube one with a delicate unfused fimbriated end measuring 2.0 and 5.1' cm in length and a diameter ranging from 0.4 to 0.7 cm. The smaller portion of fallopian tube which appears to be the proximal portion without the fimbriated. End presents a silver spring wire inserted into the lumen which is more than likely for sterilization. The container is labeled ¿uterus and cervix¿. Received in formalin is a pear shaped contoured uterus with attached cervix weighing 160 grams. It measures 10.9 cm long 6.2 cm inner tubal distance and 4.5cm ap dimension. The cervix measures 3.2cm in diameter with a 0.7cm transverse os. Serial section of the cervix reveals multiple peripheral mucoid cysts ranging from 0.2 to 0.3 cm. The endometrial cavum is normal in size and contour. It is lined by a red tan endometrium approximately 3.0mm thick. Representative sections are submitted as follows (3a - one piece anterior cervix, 3b- one piece transmural section endometrium and myometrium anterior aspect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: pelvic pain, urinary problems, bladder problems, headache were added. New reporter and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included lisinopril. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia) very heavy clotty periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea I was constantly feeling like I was going to vomit"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pain, urinary tract infection, female sexual dysfunction, migraine, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013 and (B)(6) 2013. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: the container 'is labeled "left fallopian tube". Received in. Formalin is a purplish pink tortuous fallopian tube with a delicate unfused fimbriated end measuring 5.3 cm long with a diameter ranging from 0.5 to 0.6 cm. The container is labeled "right fallopian tube" . Received in formalin are two separate portions of purplish pink tortuous fallopian tube one with a delicate unfused fimbriated end measuring 2.0 and 5.1' cm in length and a diameter ranging from 0.4 to 0.7 cm. The smaller portion of fallopian tube which appears to be the proximal portion without the fimbriated. End presents a silver spring wire inserted into the lumen which is more than likely for sterilization. The container is labeled ¿uterus and cervix¿. Received in formalin is a pear shaped contoured uterus with attached cervix weighing 160 grams. It measures 10.9 cm long 6.2 cm inner tubal distance and 4.5cm ap dimension. The cervix measures 3.2cm in diameter with a 0.7cm transverse os. Serial section of the cervix reveals multiple peripheral mucoid cysts ranging from 0.2 to 0.3 cm. The endometrial cavum is normal in size and contour. It is lined by a red tan endometrium approximately 3.0mm thick. Representative sections are submitted as follows (3a - one piece anterior cervix, 3b- one piece transmural section endometrium and myometrium anterior aspect.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: new pfs received- event ¿ injury¿ replaced with new events abnormal bleeding, infection (bladder/ urinary tract/vaginal) type: uti, apareunia, migraines / headaches,nausea, pain, vaginal discharge, fatigue, weight gain, abdominal pain. Outcome of extreme bleeding from unknown to recovered/resolved was updated. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.